Manufacturer narrative:
While a gehc fe was working on a suspended free-floating arm of a cath lab with a vascular system, he tried to take out a cover by prying it with a screwdriver. The fe informed us of a sustained laceration to the left thumb and received 3 stitches. Investigation concludes there is no system malfunction and all the service documentation are appropriate. The main cause of this adverse event is a service personnel error. No further action was deemed necessary.

Event description:
While a gehc fe was working on a suspended free-floating arm of a cath lab with a vascular system, he tried to take out a cover by prying it with a screwdriver. The fe informed us of a sustained laceration to the left thumb and received 3 stitches. Investigation concludes there is no system malfunction and all the service documentation are appropriate. The main cause of this adverse event is a service personnel error.

Event description:
While a gehc fe was working on a suspended free-floating arm of a cath lab with a vascular system, he tried to take out a cover by prying it with a screwdriver. The fe sustained a laceration to the left thumb and received 3 stitches. There is no indication of device malfunction.

Manufacturer narrative:
UDI : (B)(4). Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation will be completed. H3 other text : device evaluation anticipated, but not yet begun.